Event description:
Information received indicates the foot casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician found the rocker arm was broken at the hex rod. The technician used a brake steer upgrade kit to repair the bed.